Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity drug eluting stent, the device failed to cross the lesion and stent deformation occurred. The lesion was located in the proximal circumflex (cx) artery which exhibited severe tortuosity and severe calcification and chronic total occlusion (100% stenosis). The device was inspected prior to use and negative prep was performed, both with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device, and excessive force was used during delivery. The device did not pass through a previously deployed stent. The procedure was completed with another stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.